Event description:
Allegedly broken, patient non-compliant.

Manufacturer narrative:
Investigation is not complete. Product was not returned for evaluation. Additional information has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This event occurred in other country.